Event description:
It was reported that during preparation for a breast biopsy, the 10g insert was allegedly the size of a 12g insert, as the inserts were too small for the 10g probe. Reportedly, another insert was able to fit with the 10g probe to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: a sterile, disposable needle guide insert, model encfinsert-12g, encfinsert-10g or encfinsert- 7g, packaged and sold separately, is inserted into the needle guide to provide a sterile guide for the encor® tip. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during preparation for a breast biopsy, the 10g insert was allegedly the size of a 12g insert, as the inserts were too small for the 10g probe. Reportedly, another insert was able to fit with the 10g probe to perform the procedure. There was no reported patient involvement.